Event description:
It was reported that the ipg was explanted and replaced on 29 mar 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was getting an error message that the ipg was reaching end of life. As a result, surgical intervention may occur to address the issue.